Event description:
It was reported to nova biomedical that a consumer reported episodes of hypoglycemia due to non-compliance with her food intake to support the strength of oral medications prescribed to her. The meter and test strips were returned to nova biomedical and tested within specifications.